Event description:
It was reported that bd intima-ii closed IV catheter system had the tubing rupture and leakage occur. The following information was provided by the client: "extension tube rupture occurred during enhancement CT in radiology department".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii closed IV catheter system had the tubing rupture and leakage occur. The following information was provided by the client: "extension tube rupture occurred during enhancement CT in radiology department".

Event description:
It was reported that bd intima-ii closed IV catheter system had the tubing rupture and leakage occur. The following information was provided by the client: "extension tube rupture occurred during enhancement CT in radiology department".

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 0188786. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. 45psi leakage test the retained sample of this batch, and the result is qualified. Additionally, our engineers were able to evaluate the expanded tubing in the photo submitted by the facility. Based on their evaluation and your description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections.